Event description:
Manufacturer's rep reported pt experienced a fall, and since has complained of symptom return. Device troubleshooting options are being considered. Follow up info, including specific device and pt info has been requested. A follow up report will be sent when new info is rec'd.